Manufacturer narrative:
(B) (4). (B) (4). Information anticipated, but unavailable at this time.

Event description:
It was reported that during an unknown procedure, there was a cutting clip. This caused a benign bleeding during the operation. Another device was used to complete the case.